Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon detachment occurred. The target lesion was located in the heavily calcified anterior tibial artery. A 2.50mm x 12mm apex balloon catheter was advanced for dilatation. However, the balloon material broke off at the catheter shaft. The physician attempted to retrieved the device but was unsuccessful. The physician then implanted an unspecified bare metal stent on top of the balloon material, into the side wall of the artery to resolve the issue. The procedure was not completed due to this event. No further patient complications were reported. Post procedure, the patient was great. The patient was discharged and patient status was fine.